Event description:
A non-healthcare professional reported that the lens haptic was torn. Additional information has received and it states that after implantation the haptic element of intraocular lens (iol) detached. Subsequently the lens was removed during initial procedure and completed with another new 3-piece iol lens. There was no impact to the patient.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A non-qualified cartridge was indicated with a qualified handpiece and an unspecified viscoelastic. The company lens model is only qualified for use with the company cartridges. The root cause for the reported haptic damage appears to be related to a failure to follow the instructions for use (IFU). A non-qualified cartridge was indicated. The lens model is only qualified for use with the company cartridges. The IFU instructs: company foldable intraocular lens (iol) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Please be aware that there is currently a ban on the export of medical devices from the russian federation. The file will be reopened if the sample becomes available. The manufacturer internal reference number is: (B)(4).